Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with an unspecified saline prosthesis (right) and a 375cc mentor smooth round moderate profile prosthesis experienced postoperative right-sided deflation and left-sided grade iii capsular contracture. These prostheses were implanted on different dates; the right side device was implanted in 1999, and the left side device was implanted in 2006. The deflation was visualized via ultrasound performed on (B)(6) 2019. As a result, the patient underwent removal and replacement with two 395cc mentor memoryshape breast implant prostheses (catalog #: 3541358, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2019. This report is for the left prosthesis.

Manufacturer narrative:
On 01/23/2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device , a line of creases was observed in both aspects. Also, a tear within the creases was observed in the anterior view, measuring approximately 3.0 cm. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).